Event description:
During testing of the ventilator, the customer reported the testing failed due to being unable to open the exhalation autozero solenoid. During normal operation, the reported failure could result in a vent inop occurrence. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was not in use on a patient at the time of the reported failure, therefore there was no patient involvement or harm. Upon visual inspection during service, the manufacturer's service technician reported finding a loose connector on the exhalation solenoid. The finding was corrected to address the reported problem. Final applicable testing was completed and passed to operating specifications.

Manufacturer narrative:
Loose connection.